Manufacturer narrative:
Qc was within specifications prior to and after the event. A system check performed in 2007 was within range. There were no flags or error codes associated with the erroneous results. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered partially cut tubing where it joins dispense probe #1. It was causing a leak of wash buffer into the reaction vessels (rvs). The tubing was replaced. The fse conducted system verification testing which passed with specifications. The fsc contacted the customer on the next day, and they stated that the analyzer was running "without incident". Hardware issue addressed by the fse is suspected to have contributed to this event. Only tsh was run in this event and patient treatment was not affected. Due to the potential for this event to recur unknowingly, there is a potential that a pivotal assay could be erroneously reported and treatment decision may be affected.

Event description:
A customer contacted beckman coulter regarding erroneously elevated human thyroid-stimulating hormone (htsh) results that were generated by the synchron lx I 725 instrument. The customer obtained erroneously high fast tsh results for two patients. (See b6). The erroneous results were not reported out of the lab. The original samples were auto-reflexed and the repeated results were within the normal range, and were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change ot patient treatment attributed or connected to this event.